Event description:
It was reported that a patient who had been off the ilet pump for approximately 10 days reconnected, experienced a post-lunch blood glucose of 270 mg/dl, then turned the pump off while at the movies and later turned it back on at home with a blood glucose of 108 mg/dl; the patient used a dexcom g7 and underwent a full supply change with assistance, after which insulin delivery resumed as intended. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education, including a supply change and confirmation of resumed delivery. Investigation of this case revealed hyperglycemia of unclear cause, with user-initiated pump suspension likely contributing; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.